Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected and the alarm history showed multiple low battery warnings. The reporter stated that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found low battery and one replace battery warning. Alarm history showed evidence of short battery life with multiple low battery warnings and one replace battery warning. The returned battery cap was able to tighten properly and the pump powered up and performed properly. Electrical current draws were within specifications. A rewind/load/prime sequence was executed without any incidents. The reported battery life issue was verified in the black box but not duplicated in the investigation. Unrelated to the power issue, it was observed that the battery compartment was cracked below the grip pad and the threads area. A leak test showed a leak where the crack was located. Evidence of moisture intrusion was found in the battery compartment. Pump casing was opened to investigate and no additional evidence of moisture intrusion or loose components was found inside the pump.